Manufacturer narrative:
On (B)(4) 2013, technical support received a call from user facility for request of machine evaluation following adverse event during dialysis (chills, tachycardia). Medical records were reviewed. On (B)(6) 2013, the hemodialysis treatment started at 10:20 am. The pre-treatment vital signs were: blood pressure 142/76, temperature: 98.4 f, weight: (B)(6), height: 175 cm. At 12:35, the pt complained of chills and at that time the pt's pulse was 121, temperature: 98.7 f with uf removed of 419 ml. The treatment was interrupted abruptly at 12:45 because the pt was found unresponsive. CPR was initiated, AED was placed and a shock was delivered. Normal saline 900 mls given. The pt remained apneic. Ems continued CPR and intubated the pt with an endotracheal tube. IV epi x3 were given. The heart monitor showed coarse ventricular fibrilation. The pt expired at 13:43 pm that day. Based on the medical records provided, it is unknown whether the device may have caused or contributed to the reported event. Although medical records were provided, the exact cause of death is unknown and the ER admission was not provided. Additionally, an autopsy report or death certificate has not been provided. Currently, the manufacturing plant investigation is still on-going. A supplemental report will be submitted when the plant investigation is complete. Reference MDR #'s 1713747-2013-99908, 8030665-2013-00368, 1713747-2013-00181, 2937457-2013-00076, 3005162618-2013-00009.

Event description:
The following was reported by the user facility to the manufacturer on (B)(4) 2013. The pt had complaints of chills and tachycardia during treatment. Pt requested to end hemodialysis early. Pt became unresponsive, 911 activated. CPR performed. Pt transferred to the emergency room via ems. Pt expired at the hospital. On (B)(6) 2013, the manufacturer received a user facility medwatch form that reported the same event as noted above.